Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and performed a shutdown on the instrument and found the probe wash collar was not removing the waste fluid properly with vacuum causing the leak. The fse replaced the probe wash collar assembly and resolved the leak. (B)(4).

Event description:
The customer reported a leak when using the unicel® dxh 800 coulter® cellular analysis system. While performing maintenance, the customer reported a leak of clear reagent under the amtc (air mix temperature chamber) on the instrument. The volume was not reported and the leak was not contained. The operator was wearing personal protective equipment of gloves and lab coat. There were no reports of exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.